Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of medical device removal ("medical device removal") in a (B)(6) female patient who had essure inserted (lot no. 20214171) for female sterilization. The patient had a medical history of abortion, parity 3, multi gravida, polycystic ovaries, anemia and endometrial polyp (encounter for sterilization/large endometrial, polyp). Concomitant products included vicodin (hydrocodone bitartrate;paracetamol) and misoprostol. On (B)(6) 2009, the patient had essure inserted. Essure was removed on (B)(6) 2021. An unknown time later she underwent medical device removal (seriousness criteria medically important and intervention required). The patient was treated with surgery (laparoscopy with bilateral salpingectomies; excision of essures bilaterally). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a 39-year-old female patient who had essure (batch no. 20214171) inserted for female sterilization. The patient's medical history included endometrial polyp (encounter for sterilization/large endometrial, polyp), anemia, polycystic ovaries, multi gravida, parity 3 and abortion. Concomitant products included hydrocodone bitartrate;paracetamol (vicodin) and misoprostol. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (laparoscopy with bilateral salpingectomies; excision of essures bilaterally). Essure was removed on (B)(6) 2021. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Lot number: 20214171, manufacture date: 2009-09, and expiration date: 2012-09. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 24-may-2022: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of medical device removal ("medical device removal") in a 39 year-old female patient who had essure inserted (lot no. 20214171) for female sterilisation. The patient had a medical history of abortion, parity 3, multi gravida, polycystic ovaries, anemia and endometrial polyp (encounter for sterilization/large endometrial, polyp). Concomitant products included vicodin (hydrocodone bitartrate; paracetamol) and misoprostol. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2021, 4424 days after essure insertion, she underwent medical device removal (seriousness criteria medically important and intervention required). Essure was removed the same day. The patient was treated with surgery (laparoscopy with bilateral salpingectomies; excision of essures bilaterally). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): [pathology test] on (B)(6) 2021: surgical pathology report final diagnoses: a) polypectomy - endometrium multiple fragments of benign endometrial. Polyp. Fragments of secretory endometrium. No atypia or malignancy identified. B) resection - right fallopian tuba architecturally intact fallopian tube. Accompanying essure device. C) resection - left fallopian tube architecturally intact fallopian tube. Accompanying essure device clinical data: endometrial polyps and pelvic pain gross description: right fallopian tube: 7.0 x 0.3 x 0.3 cm aggregate of silver spiral. Metallic medical device consistent with possible essure wire. Left fallopian tube: in one fragment of fimbriated fallopian tube is 5.0 x 0.1 x 0.1 cm silver spiral metallic wire. Also received in the same container is a 2.0 x 0.3 x 0.3 cm silver spiral. Medical device consistent with possible essure wire. Lot number: 20214171, manufacture date: 2009-09, expiration date: 2012-09. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 19-oct-2023: medical record received. Surgical pathology report added reporter added. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.